Manufacturer narrative:
Result: brake pedal cover incorrectly installed.

Event description:
It was reported by service report that the brakes are not working. No patient involvement or adverse consequences are reported.